Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that customer received a battery out limit alarm after attempting to change batteries when insulin pump began to count down. Customer's blood glucose was 211 mg/dl. It was reported that button became unresponsive. Caller was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with no button response due to moisture on the keypad traces. However, no button error alarm was noted during testing. The pump was received with normal operating currents, and no unexpected battery out limit alarms were noted during testing. No frozen segments on the lcd were noted either. The pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.